Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("procedure at 7.30 am") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section, appendectomy and scar. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), motion sickness ("car sick from the anesthesia") and ovarian cyst ("cyst on my left"). The patient was treated with surgery (removed tubes, coil intact, uterus and cervix). Essure was removed. At the time of the report, the medical device removal, motion sickness and ovarian cyst outcome was unknown. The reporter considered medical device removal, motion sickness and ovarian cyst to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("procedure at 7.30 am") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple cesarean sections, appendectomy and scar. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), motion sickness ("car sick from the anesthesia") and ovarian cyst ("cyst on my left"). The patient was treated with surgery (removed tubes, coil intact, uterus and cervix). Essure was removed. At the time of the report, the medical device removal, motion sickness and ovarian cyst outcome was unknown. The reporter considered medical device removal, motion sickness and ovarian cyst to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.